Event description:
It was reported that the 9900 system locked up and the collimator would intermittently close down. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ffb, gib, and the control panel processor replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.